Manufacturer narrative:
Date sent to the FDA: 05/12/2026. Additional information: h6. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 3/16/2026. Corrected information: d1, d2b, d3, e1 (initial reporter country code), g1, g4 (PMA). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on 2006. (B)(4) submitted for adverse event which occurred on 2008.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgeries in 1995, 2006 and 2008 and mesh was implanted. It was reported that the patient experienced mental health issues, high blood pressure, and bowel and bladder issues. The patient had a previous mesh implanted in 1986 and 1989 which is captured in a separate files. No additional information was provided.